Manufacturer narrative:
The consumer reported that the patients tooth type was unknown, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability & osseointegration were not achieved.

Event description:
The consumer reported that the patients tooth type was unknown, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability & osseointegration were not achieved.